Event description:
It was reported a programming error occurred. An alarm had been heard and the pump status was checked. The health care provider (hcp) found that a ¿setting error¿ occurred of reservoir volume during the previous refill. As a result, reprogramming was performed. The outcome of the patient to the event was listed as recovered as of (B)(6) 2013. The device system was used to deliver gabalon. It was later clarified that the reservoir volume was incorrectly set during the previous refill and therefor the parameter was reprogrammed. No patient symptoms were reported and no further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).